Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his controller was working weird. The patient alleged that the controller turned stimulation off on its own. The patient reported that it started all of a sudden in the last 2 months. The patient knew when the ins was off because of the pain. The patient reported that he had to go and manually turn the ins on and 2-hours later the ins is off again. The patient reported that it happened like 5 times a week. The patient reported that he saw a manufacturer¿s representative (rep) last week. The patient reported that they put a higher program and the rep could see which day the ins was off. The patient also reported that he was charging more often than he used to and the rep fixed it. The patient reported that at the appointment with the rep, the ins was off. The rep told the patient to call in and order a replacement controller. It was reviewed that the controller was unlikely causing the ins to turn off. No further complications were reported.